Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.

Event description:
While using a g137 scaler, there were water flow issues and the inserts and handpieces were getting hot; no injury resulted.